Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left-side "rupture" of a saline filled device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening on the radius side assessed as unidentified (tear) opening . Shell thickness within specification). Additional observations. ¿ crease flat observed on the device. ¿ yellow particle observed on the device.

Event description:
Healthcare professional reported left-side "rupture" of a saline filled device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a., d.9., h.3., h.6.

Event description:
Healthcare professional reported left-side "rupture" of a saline filled device. The device has been explanted and replaced.